Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the incoming inspection at olympus service operation repair center (sorc), it was found that the endoscopic image of the subject device could not be displayed during the bending operation of the subject device. Also, sorc found that the issue was attributed to the broken cable in the bending section of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.